Manufacturer narrative:
The device was received with intermittent button response due to light moisture damage to keypad traces. There was no display ramping on its own anomaly noted. The device was received with minor scratched lcd window, and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are not very responsive. The customer's blood glucose at the time was 300mg/dl. Troubleshooting was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.